Manufacturer narrative:
Exemption number: e2014038. (B)(4). The listed event date is the date the information was received by medtronic. The patient information included is an average of the data provided for the events. A product analysis was not able to be performed as no product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
This report summarizes malfunction. The type of malfunction reported was a device or delivery system malfunction resulting in an aborted procedure. The time to event was zero days following the implant procedure. The patient¿s age in this report is (B)(6). The patient is male. The type of malfunction information provided is limited in nature as it is provided via a third-party database. Medtronic received information regarding patient/device events via a third-party post-implant device registry (the society of thoracic surgeons/american college of cardiology transcatheter valve therapy registry). The information in this report was provided to medtronic in a de-identified format and has been organized into summaries of observations related to patient serious injuries.